Manufacturer narrative:
Investigation summary: bd received 1 sample and 3 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for damaged tube with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for damaged tube with the incident lot was observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® naf n2e plus blood collection tubes experienced a cracked tube. The following information was provided by the initial reporter: translated to english. The customer stated "the following issue was found in tubes: damaged tube ×1.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® naf n2e plus blood collection tubes experienced a cracked tube. The following information was provided by the initial reporter: translated to english. The customer stated "the following issue was found in tubes: damaged tube ×1.